Manufacturer narrative:
The insulin pump was received with a frozen screen due to moisture damage to the electronics assembly. No beep anomaly was noted. The alarm could not be confirmed and the functional tests could not be performed due to the frozen screen. The insulin pump was received with a broken reservoir tube lip, missing reservoir tube seal, cracked reservoir tube, cracked case near the display window corners, and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump display was frozen with an alarm. The customer removed the battery but could not remove the alarm. The blood glucose reading was 354 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.